Event description:
The facility's respiratory therapist noted the pump switched from secondary to primary rate on its own during clinical use. The primary medication being infused is not known and the secondary medication was an unknown antibiotic. The primary rate was set at a slow kvo rate and the secondary programmed rate is not known. The nurse was in the room at the time this report occurred and was able to reprogram the pump immediately. No additional medical intervention was needed and no patient injury resulted. Despite baxter's efforts to obtain additional information regarding the date the report occurred, specific patient details, and tubing product code and lot number being used, no further information was available. Alternate contact information was requested but no alternate contact was identified.